Event description:
Additional information was received from the rep. Rep stated that the poor coupling issue hasn't resolved. Device was implanted to deep. Pocket revision set for 31 may. Physician notified.

Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6); product ID 97755-s; serial# (B)(6); product type recharger product ID m943899a; serial# unknown; product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the issue was resolved and the pocket revision was successful.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type product ID 97755-s serial# (B)(6): product type recharger product ID m943899a serial# unknown: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt's recharger antenna and cord near the antenna appeared bent and reports pt has been folding/manipulating it to try and get better recharge quality. Technical services (tss) reviewed proper recharger use and passive recharge mode and confirmed flashing green light on controller. During the call, manufacturer representative (rep) reports twice being able to see normal recharge screen with 'good' recharge coupling for about 1 minute, then the screen switches over to poor recharge quality, and eventually back to passive recharge mode screen. Rep had pt attempt to put recharger in recharging belt, but the belt snapped while tightening it down. Rep also reported that the pt's ins felt slightly tilted during palpation, and after removing the recharger  from the belt and attempting to match the angle of the ins with the recharger antenna,  rep reported seeing 78, 96, and 93 on passive recharge screen.  Rep indicated he would have the pt charge for at least 10 minutes with the antenna in this position and would then attempt to interrogate the ins and call back if further troubleshooting was needed.  A new recharger and charging belt was requested. No sy mptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s. Lot# serial#: (B)(4). Product type: recharger product ID m943899a. Serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Manufacturer representative (rep) called while meeting with pt for first post-op visit and reports that while the pt's controller is able to pair to the ins with the recharger, they get poor recharge quality any time they try to start a recharging session. Rep reported that recharge sessions were able to be initiated and will show flashing green light at the top and the normal recharge screen for a couple of seconds, then immediately go to the poor recharge quality screen. Rep reported that they tried a second recharger, and also decoupled and repaired the controller to the ins, but experienced the same issue. Rep reported that he does not have a spare controller at this time. Rep reported that upon palpation, it was difficult the really feel the ins which was not visible underneath the skin. Rep reported that he will work with pt and the recharging belt to keep it s nug and get the recharger antenna as close to the implanted device as possible. Rep indicated that he may call back to have the pt's controller replaced, but will also speak to the provider about the ins's depth. Pt said they had their spinal cord stimulator(scs) turned on last wednesday and since last wednesday they could not get connected to their implanted neurostimulator(ins) to charge their ins. Pt said they were at the clinic and the ins never connected to the recharger antenna (rtm). Pt said there were not shown how to charge their ins in the clinic because they could not get it connected to charge and they were told to go home and continue trying to connect to their ins to charge their ins. Pt said they kept trying every day and "texted people to day they could not connect." Pt said they tried all day one day and then all day again yesterday and still could not get the ins to advance out of passive recharge mode into the normal charging mode. Pt said eventually, yesterday, they got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_58 4_qf_new" and stopped trying to charge the ins. Pt said they were now in pain because they could not get the ins charged. During the call, the pt got "no device found" and then pressed "recharge" and got poor recharge quality followed by the passive recharge mode screen with 89, 98, 100. Pt charged for 7 minutes, but the controller battery got too low to continue in passive recharge mode. Pt then started to recharge the controller. Patient services specialist(pss) suggested the pt continue to recharge the controller between 1-2 hours and then try to charge the ins again by accessing passive recharge mode. Patient services specialist(pss) called the pt back and the pt reported they had been in passive recharge mode for about an hour and the controller never advanced out of passive recharge mode.